Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer was advised that they were having issues with the pump because the blood glucose level was over 400mg/dl. Customer was having issues with bent cannula and blood glucose value was 423mg/dl. Customer did not troubleshoot since then because of bent cannula. Insulin pump will not be returned for analysis.